Event description:
It was reported that a patient underwent a lateral episiotomy procedure on (B)(6) 2010 and suture was used for intracutaneous successional sewing and knotted 5 cross-link. On (B)(6) 2010, the wound appeared red and turgid with pus. The surgeon used potassium permanganate hip bath and infrared ray to treat the patient. Now the patient is fine.

Manufacturer narrative:
(B)(4). Infection. Results: representative samples were returned for evaluation. They were visually and functionally examined. A vacuum test was performed to check the packaging integrity and they met the requirements. The samples were also examined for knot pull and tensile strength and they met the requirements. Conclusion: the devices were received in a condition that meets specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.